Event description:
It was reported that the 9800 system was unable to recall images from the image directory. Also there was a communication failure with the keyboard. The system was rebooted several times before the images could be retrieved. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cooling fan was found not functioning. The cooling fan connection was repaired. The connectors and boards were re-seated during the service call. The system was tested and found to be working as intended and put back into service.